Event description:
It was reported the control module was making a very loud vibrating noise during a breast biopsy. The case was completed with no patient consequence.

Manufacturer narrative:
H3. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.